Manufacturer narrative:
Additional narrative: patient identifier was not reported. Additional product codes for this report include: mni, mnh, kwp, and kwq. Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 4, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw of the fracture-clamp broke during a lumbar internal fixation procedure on (B)(6) 2015. The procedure was successfully completed with the use of a new device. No reported patient harm or surgical prolongation. This report is 1 of 1 for (B)(4).